Event description:
The provider states when you push the joystick forward, the chair pulls to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.